Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted (B)(6) 2006, dtba1d1 crtd, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection; blood cultures were positive for bacillus. Antibiotic treatment was also necessary. No further patient complications have been reported as a result of this event.